Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Additional product code: hwc jds. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the pediatric hip plate proximal locking screws pulled out. The patient had corrective osteotomy of femur surgery. Locking screws had been tightened with torque limiter but screws are pulled out and the patient is in the pain. The patient is required revision surgery. No further information is available. This complaint involves an unknown number of devices. This report is for one (1) pediatric lcp hip plate 5.0mm/130°/5 holes. This is report 3 of 4 for complaint (B)(4).